Manufacturer narrative:
Postoperative radiographic images and cat scans were provided. From review of the images it does appear that there are areas with less bone/implant interface around the tibial tray.

Manufacturer narrative:
The device was not returned, however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent an ankle replacement surgery. Allegedly, the patient has complained of pain ever since the surgery. During a doctor visit, the surgeon aspirated 5 cc of fluid from the ankle. No signs of infection as the markers came back normal.